Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the escape button is non responsive. Prior to the event, the patient changed the battery and the unit flashed between bolus and bolus wizard. The blood glucose reading was not given. No further information was provided.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip and missing end cap sticker.